Event description:
The clinician contacted arrow clinical support (acs) advising that a 40cc iab was placed in or and had been functional "fine" when it alarmed 'fos out of range' and the fos light went white. The clinician stated the fos had been zeroed outside the body and they had a green light. The clinician was asked to check the fos status, pl was displayed; however, the numbers remained good as did the waveform. The clinician stated that while in or they had decreased the vol. To 33cc due to the bpw plateau being more than 20 higher than augumentation. The iab was returned to full vol. In ICU & the plateau pressure remained commented that "a few hrs ago", the fos pressure drifted and they had to calibrate the map, which would make the fos light go white. While the clinician was on the phone with acs, the pump alarmed. The console was exchanged off the pt and sent to biomed. Follow-up report will be filed when evaluation is complete.